Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and intermittent loss of capture. The rv lead was observed to have perforated. Subsequently, the rv lead was revised and remains in service. Technical services (ts) discussed right ventricular automatic threshold an suspension. No additional adverse patient effects were reported.